Event description:
It was reported that after undergoing a thr, patient fall and experienced a ceramic ball head 28m fracture. It is unknown how this adverse was addressed. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10. Additional information in d6b. H3, h6: the complaint device was not returned for investigation. A visual evaluation was performed on images provided by the complainant, and it showed the fracture of the alleged product. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with a similar failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (lit. No. 12.23, ed. 03/21) states fracture, breakage of the component as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. Product drawing and inspection instruction have been reviewed. No deviation was detected, which could have contributed to the reported failure. Since the device is not available, it is not possible to perform an assessment of material characteristics. The clinical documentation available was reviewed. This case reports that revision thr was performed due to a ceramic head fracture. Per case details, the patient experienced a fall. During the revision the head was exchanged, and the fragments were removed. A photo of the explanted fragments was provided for review along with undated x-ray photos which confirm the broken ceramic ball head and the stem disassociated with the head and acetabulum. There is a definitive clinical root cause, based on the information provided the patient¿s fall is the root cause for the ceramic head fracture and subsequent revision. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. There is no need for further action, nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
New information received from the reporter. Sections b2, b5 and h6 (health effect - impact code, type of investigation and investigation findings) updated. Internal complaint reference: (B)(4).

Event description:
It was reported that after undergoing a thr, patient fall and experienced a ceramic ball head 28m, fracture. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which, the head was exchanged and the fragments were removed. Patient underwent surgery without complications and is receiving follow-up treatment.